Event description:
When the physician ballooned the distal piece at the overlap of the 2 pieces, he stated that he saw what he described as the stent popping open. Shot a final angiogram and what appeared to be a type 2 endoleak. Patient came back for follow up CT and the physician felt there was a possible tear in the graft material. The physician realigned the distal piece using a gore aaa device. To date, the patient is fine.

Manufacturer narrative:
The device was not returned for evaluation. A cook representative was present during the procedure and stated that there was a rapid expansion of the z stent at the bifurcation of the overlap of the proximal zfen and the distal zfen pieces. No resistance was reported by the physician during the procedure and the graft was deployed according to the IFU. The device was visually inspected before deployment and placed under fluoroscopy for orientation before being placed in the patient. The cook representative also stated that during follow up angiograms, an endoleak was observed. Requests were made for planning and/or sizing information, as well as any medical imaging, however none were provided. Work order (B)(4) was reviewed and appears complete and correct. There are a number of processes and checks in place to ensure that loose/damaged graft material/sutures/knots are identified prior to shipment. There are a number of processes and checks in place to ensure that the device is manufactured to the correct dimensions. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak" from the information received in this complaint, it is difficult to determine a definitive root cause to explain the difficulties experienced by the patient. It is possible that one or more of the following factors may have contributed to this complaint: over-ballooning of overlap between zfen-p and zfen-d devices. Procedural factors.

Event description:
When the physician ballooned the distal piece at the overlap of the 2 pieces, he stated that he saw what he described as the stent popping open. Shot a final angiogram and what appeared to be a type 2 endoleak. Patient came back for follow up CT and the physician felt there was a possible tear in the graft material. The physician realigned the distal piece using a gore aaa device. To date, the patient is fine.